Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl [2400 mcg/ml] at a dose of 600.7 mcg/day and dilaudid [12.0 mg/ml] at a dose of 3.004 mg/day via an implantable pump for chronic low back pain and spinal pain. It was reported on (B)(6) 2016 that on (B)(6) 20164 the patient was still in a binder and had a light shirt on and her son mentioned the patient started leaking in the pump pocket area which was on the patient¿s right side. The pump was removed on (B)(6) 2016 with the area of the infection was the pocket and infection symptoms included drainage. It was noted that the patient ¿felt great¿ and had no symptoms when the infection started (B)(6) 2016. An infection was confirmed and was described as a ¿skin infection of some sort that entered pocket and caused a staph infection of some type.¿ it was indicated that the infection was associated with a new implant the patient had on (B)(6) 2016. Both intravenous (IV) and oral antibiotics and a total system explant were mentioned as interventions. It was noted that the patient was in the hospital for five days and they did IV antibiotics of vancomycin and one other one and then the patient went home and had 14 days of oral antibiotics. It was indicated that the infection resolved and the new implant replacement was put in on the other side on (B)(6) 2016. It was also noted that the patient was on oral medications every 3 hours because she had the pump removed and didn t get it replaced until (B)(6) 2016 and the current medication wasn t at the same amount.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.